Event description:
It was reported the devices were used during a laparoscopic cholecystectomy. It was reported two 5mm trocars leaked during the case due to a torn gasket in each. There was no consequence to the pt.